Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal ~1.4cm of the catheter tip appears to have been shaped. The distal marker band and distal tip were found separated/broken from the remaining catheter. The break edge exhibit stretching and jagged edges. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.9cm and the usable length (to the proximal marker band) was measured to be ~145.1cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The jagged edges and catheter wall stretching indicates a tensile failure. Customer did not report any resistance. It is also possible the catheter became damaged during steam shaping, leading to the tip separating during the procedure. Possible causes are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds) or removing the shaping mandrel prior to allowing the catheter to cool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion characteristics were a right internal carotid artery c6 segment aneurysm, approximately 5mm by 2mm. No patient symptoms reported relating to the tip marker detaching and falling into vessel. It was clarified that the report of the marker band being damaged was referring to the tip detaching. The cause of the tip marker detaching and falling into vessel was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the delivery of the microcatheter into position, the tip marker detached and fell into the p atient¿s blood vessel. The surgeon considered this a product quality issue and requested a return. The marker band was damaged. The marker band remains in the patient's right middle cerebral artery m4 segment. There was no surgical or medicinal intervention required. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing embolization surgery for treatment of a right internal carotid artery c6 segment aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery with a diameter of 7mm.